Manufacturer narrative:
The hill-rom technician found the base cover was unscrewed and slightly pushing against the CPR lever. The technician properly installed the base cover to repair the bed.

Event description:
Info received indicates the bed has no head up function